Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer went swimming to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.